Event description:
It was reported that during the laparoscopic nissen fundoplication procedure, the tip of the instrument broke off during surgery. Tip recovered and returned with instrument. No patient consequence.